Event description:
The arthroplasty was revised due to loosening. The components were implanted in situ for ~ 6.5 y. The tibial, femoral and patellar components were revised. The patient presented with a ucla score of 1 three months prior to revision surgery and a maximum score of 3.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving a scorpio nrg ps femoral #7 left was reported. The event was not confirmed. Medical records received and evaluation: insufficient medical records were provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, operative reports, medical records, and progress notes are needed to complete the investigation for determining the root cause.

Event description:
The arthroplasty was revised due to loosening. The components were implanted in situ for ~ 6.5 y. The tibial, femoral and patellar components were revised. The patient presented with a ucla score of 1 three months prior to revision surgery and a maximum score of 3.

Manufacturer narrative:
An evaluation of the device cannot be performed as the devices were retained at drexel implant research center. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.